Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pressure manometer of the device was not working. Event occurred during biomed testing. There was no patient harm or adverse effects reported as a result of the event.